Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the buttons on the insulin pump are very hard to push. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 175 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switches on esc, act, up arrow and down arrow buttons. The keypad connector on lcd board was locked. The insulin pump had cracked reservoir tube lip.